Event description:
Covidien 'endo clip 10mm large ref#176657 did not function correctly during laparoscopic cholecystectomy, doctor complained of the trigger/spring mechanism to allow the clip to load and enable the clip was delayed or sticking, he manually had to trigger the spring to allow the ligaclip to load and fire. He did continue to utilize the clip intraoperatively, the clips itself is ok, just the handpiece as described above. Manufacturer response for clip, implantable, endo clip ii (per site reporter). They will investigate the repeated issues and have submitted a complaint on our behalf.